Manufacturer narrative:
All buttons function properly. However the insulin pump had corroded keypad traces noted. No scrolling numbers noted on the display. The device had cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer had a keypad anomaly with the insulin pump. Customer thinks it is just a scroll error and is trying to set temp basal. Customer stated that on screen to set duration, it just starts to scroll on its own. By the time she called, it was going through the third cycle of scrolling continuously. Customer managed to get it to 2 hours but stated that the act button was not responding and the esc button was not working. Customer stated that there is a little bit of plastic that is loose between the battery cap and where the belt clip would go. Customer does not want to troubleshoot for this since the pump is being replaced. Customer stated that it might have been there for some time, but they just noticed it tonight. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.